Event description:
It was reported that the customer visited the emergency room with an elevated blood glucose level of 600 mg/dl and trace ketones, which a health care professionals did not consider dangerous or life-threatening. The customer was treated with intravenous fluids of saline and insulin, and treatment successfully resolved the problem and no permanent injury. Customer was released the following day. System check with tandem technical support confirmed the pump was functioning as intended.